Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were leaking from the o-ring. Customer's blood glucose level was 262 mg/dl. Customer changed the cartridge to resolve the issues.